Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was getinge technician. Event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 25th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence that cap on fork was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence that cap on fork was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the picture only a shock with another device can lead to such a breakage. The cause of this cap broken is a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).